Event description:
Customer reported the monitors flicker when switching from ap to lateral, preventing them from completing a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. No patient injury was reported.